Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: robotic lap. Chole. Detailed description of event: rep. Wasn't present for the case. As the specimen was being removed, the bag split and didn't completely rip open. The specimen remained in the bag and did not fall out - per the rep., only some bile fell out. The case was completed by continuing to use the inzii until the procedure was completed. There was no patient injury and the product is expected to return. Photos are available. Patient status: no patient injury occurred. Type of intervention: continued to use the cd003 until the case was completed.

Event description:
Name of procedure being performed: robotic lap. Chole. Detailed description of event: rep. Wasn't present for the case. As the specimen was being removed, the bag split and didn't completely rip open. The specimen remained in the bag and did not fall out - per the rep., only some bile fell out. The case was completed by continuing to use the inzii until the procedure was completed. There was no patient injury and the product is expected to return. Photos are available. Additional information was received from [name] via e-mail on january 23rd, 2020: "here's the answers to the follow up questions: port site was not enlarged, robot used was [name]." Patient status: no patient injury occurred. Type of intervention: continued to use the cd003 until the case was completed.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that there was a hole at the tip of the tissue bag, which confirmed that the tissue bag was broken. Stretching was also observed around the break. Based on the condition of the returned unit and the description of the event, it is likely that the bag broke because the specimen was too large for the extraction site. It was reported that the port size was not enlarged prior to specimen removal. The instructions for use (IFU) states that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal."